Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure the generator alarmed and displayed an error code. The surgeon found that the device blade was broken and retrieved the broken part from the pt's abdomen. Another device was used to complete the procedure. There was no pt consequence.